Event description:
It was reported that the prior to a radiofrequency (rf) procedure to treat wolff-parkinson-white (wpw) syndrome in the right atrium an intellanav mifi open-irrigated ablation catheter was selected for use. When connecting the catheter, the irrigation port fell of the catheter handle even though no strength had been applied to it. The catheter was replaced with another of the same model and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to local regulations. It was further reported that a little leak occurred after the irrigation port fell off. The irrigation line was connected and the port was flushed, but when repositioning a catheter in the surgical field the port fell off.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. The intellanav mifi open-irrigated ablation catheter was not returned to boston scientific for analysis. However, a picture was attached with the incoming information that was inspected by the post market quality assurance laboratory. It was possible to observe that the extension irritation tube completely detached in the picture. The reported clinical observation was confirmed.

Event description:
It was reported that the prior to a radiofrequency (rf) procedure to treat wolff-parkinson-white (wpw) syndrome in the right atrium an intellanav mifi open-irrigated ablation catheter was selected for use. When connecting the catheter, the irrigation port fell of the catheter handle even though no strength had been applied to it. The catheter was replaced with another of the same model and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to local regulations. It was further reported that a little leak occurred after the irrigation port fell off. The irrigation line was connected and the port was flushed, but when repositioning a catheter in the surgical field the port fell off.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the prior to a radiofrequency (rf) procedure to treat wolff-parkinson-white (wpw) syndrome in the right atrium an intellanav mifi open-irrigated ablation catheter was selected for use. When connecting the catheter, the irrigation port fell of the catheter handle even though no strength had been applied to it. The catheter was replaced with another of the same model and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to local regulations.